Event description:
Information was received indicating that a smiths medical cadd® medication cassette reservoir was changed out of a cadd® ambulatory infusion pump after "no cassette" alarm occurred following 17 hours of infusing. The patient's mother attempted to scroll through the next button but alarm re-occurred every time the patient got into the car. There were no reported adverse effects.